Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump wake button was difficult to turn on and off. After pressing the button multiple times, the pump would respond. Blood glucose was not impacted.